Event description:
It was reported that the bd¿ nestable sharps collector was missing its lid. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a missing lid of sharps collector. According to the customer's report, the product had no lid.".

Manufacturer narrative:
H.6. Investigation: according to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. According with the evidence received, this investigation can´t be completed due the lack of information provided but with the information collected of the report from the user say only is missing a lid but don´t specify if received an entry package with 36 pieces or a partial quantity for that reason, the investigation was concluded that this product had extra handling by a distributor, for it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ nestable sharps collector was missing its lid. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a missing lid of sharps collector. According to the customer's report, the product had no lid."